Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain line ¿broke off" of an amia automated pd set with cassette at the door of the cycler; the drain line "fell off" (tubing separated from the cassette) resulting in a leak from the drain line. This was observed during drain four of five of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were visually inspected and the drain line tubing was observed separated from the cassette port. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.